Event description:
The patient had been down and unassisted for an unknown period of time. The device repeatedly prompted connect electrodes and an analysis of patient ECG could not be performed as a result. The patient was not resuscitated. The reporter stated the patient was not a viable candidate for resuscitation.